Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 for treatment of a driveline infection; sub-xiphoid, and epigastric pain and drainage. Computed tomography (CT) was done and the patient was given intravenous antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pain and covid infection could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022 the patient had a procedures where there was an incision and drainage of fluid collection around the driveline. The patient was under covid-19 quarantine due to exposure in the hospital. The patient later tested positive for covid after exposure. The patient was asymptomatic and on room air. They were to be given remdesivir for 3 days and daily covid labs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pain and covid infection could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28jun2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that blood cultures taken on (B)(6) 2022 showed a staph aureus infection, driveline culture showed positive mssa (methicillin-susceptible staphylococcus aureus). When the patient was readmitted they were started on intravenous vancomycin and zosyn. The patient came in for worsening subxiphoid / epigastric pain with mild erythema and induration. There was yellow drainage from the driveline and CT showed an increase in fluid along the driveline at the anterior chest and abdomen wall. There was a 5.7x3 cm area of pocket of fluid around the driveline at the midline epigastric area. No surgical intervention was required. A tunneled line was placed for home intravenous antibiotics. The patient was also noted to recover from covid on (B)(6) 2022.